Manufacturer narrative:
Updated: (e4) init rptr also sent rep to FDA: changed from no to yes. (G2) report source: added user facility.

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.75 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, the proximal shaft broke. The device was pulled by the physician from the patient and the procedure was completed with a 2.75x34mm non-boston scientific stent. No patient complications were reported and the patient was expected to fully recover. It was further reported that this is the same case as user facility maude report #mw5104204.

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.75 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, the proximal shaft broke. The device was pulled by the physician from the patient and the procedure was completed with a 2.75x34mm non-boston scientific stent. No patient complications were reported and the patient was expected to fully recover.